Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator being serviced. The root-cause is a defective control board. There was no patient or user harm. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: device alarmed with tf446026 and entered ambient mode. From the received information, this occurred not during ventilation on a patient but during servicing activities. No patient harm occurred.

Manufacturer narrative:
The device was not returned to hamilton medical ag for investigation. No patient harm was reported as the issue occurred during servicing activities. We were informed that the technician on site replaced the control board and the device was working again as intended. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: device alarmed with tf446026 and entered ambient mode. From the received information, this occurred not during ventilation on a patient but during servicing activities. No patient harm occurred.